Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error b30 (scope communication error) was the device leaked and water invaded the device while the user was handling the device. Due to the water invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation "b30 scope communication error" was confirmed. Due to corrosion on plug unit, b30 (scope communication error) occurred. Additionally, it was noted that due to a pinhole on universal cord and bending section cover, water tightness is lost. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed (b30 scope communication error) during reprocessing ahead of a tracheoscopy procedure. The procedure was completed with a similar device without any delay. There was no patient involvement.